Event description:
It was reported that, during implant testing, the low energy shock impedance was 170 ohms. The sensing was good. Also, it was difficult to telemeter the device. It is suspected that this was due to the size of the patient. The doctor elected to re-connect the electrode to the header of the pulse generator. Once this was done, the impedance dropped down to 70 ohms. There were no adverse patient effects. The system remains implanted.